Manufacturer narrative:
(B)(4)

Event description:
Trial patient contacted dexcom on (B)(6) 2016 on trial patient's behalf to report that on (B)(6) 2016 the receiver displayed a firmware error. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and firmware errors were observed. The reported event of a firmware error was confirmed. A root cause could not be determined.